Event description:
Allegedly the following occurred: pt had an lar performed. Due to the proximity of the anastamosis, the surgeon did not perform a leak test. Subsequently the pt went into septic shock and expired. The postmortem allegedly showed a compromised colorectal anastamosis with no apparent evidence of an intact staple line.